Event description:
It was reported that increasing impedance levels and rising thresholds have been detected on a right ventricular (rv) lead. The lead remains active and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 507645, implantable pacing lead; implant: (B)(6) 2009. (B)(4).